Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer technical support instructed the caller to attempt rebooting the pump by connecting it to a power source. The pump booted after a few attempts, and the malfunction error was resolved. The caller was advised to contact technical support again if the issue recurred, and aiden confirmed understanding the instructions provided.